Event description:
It was reported that a malfunction alarm occurred with the customer's pump, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so, after which the malfunction code did not recur. The customer continued to use the pump for insulin therapy.